Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer had result from the laboratory at 7:30 a.m. Of 4.8 inr. The customer tested on his meter at 8:14 a.m. With a result of 7.9 inr. The customer re-tested on his meter using a new finger at 8:20 a.m. With a result of 7.0 inr. The customer's therapeutic range is 3.2 - 3.5 inr. The result from the laboratory was believed to be correct. No medical treatment was required. The customer was advised by his physician to hold his warfarin dose for 3 days based on the laboratory result. The customer has been in the hospital several weeks with pneumonia. The customer had received a lovenox shot but is not on heparin therapy. There was no allegation that an adverse event occurred due to the device. The customer has been receiving several medicines and has had an irregular diet due to being in the hospital with pneumonia. The customer is in stable condition. The customer is not anemic, does not have anti-phospholipid antibodies and is not on any direct thrombin inhibitors. The customer has had some bruising which he believes is due to dialysis treatments and is reflected by the higher inr results. The meter and test strips were requested for investigation. The meter and test strips were returned. The results alleged by the customer were not observed in the meter memory. The returned customer test strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.